Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 10 seconds. The balloon was completely removed from the patient's body without problems and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.